Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one video of a maxzero needless connector, model mz1000-07, was received by the customer for investigation. It could be observed that after attempting to connect the maxzero with another sets male luer, the two components immediately disconnected from each other. No other defects were observed. The customer's complaint that the tubing would unwind, thereby dislodging itself from the leur-lock, was verified. A device history record review could not be performed on model mz1000-07 because a lot number was not provided by the customer. Since no physical sample was received, a full investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the maxzero needleless connector air-in-line alarm sounded twice, but alarmed as an occlusion after changing the tubing. Leakage was found when checking the area, as the lr pump tubing disconnected from the trifuse. This was clamped and saline locked, and a new medicine dose was procured from the pharmacy. There were 3 reported needleless connectors that exhibited connection issues. The following information was provided by the initial reporter: "patient's IV pump had alarmed air in line 2 times. I checked the pump, removed and replaced the tubing and restarted the pump both times. I did not notice any air bubbles in the tubing that warranted the alarm. I then started her albumin infusion, which was due. Very shortly (within a minute), the albumin was alarming occlusion patient side. At this time I traced the line to the patient, and discovered that the aquaguards closer to her appeared wet. Upon further investigation, I saw the lr pump tubing had disconnected from the trifuse. I clamped her red lumen and stopped the lr and albumin. I had my charge rn come assist me as I talked through what to do and how to best proceed. I saline locked her red lumen and med requested both a new bag of lr and a new dose of albumin. Even though none of the albumin had really even gone into the tubing, since it had touched the line we agreed a new dose should be dispensed from pharmacy. Upon closer examination of the trifuse, nothing appeared cracked or broken. When we attempted to rethread the lr onto the trifuse, the tubing again disconnected itself. As so as you let go of the connection, the tubing would unwind, thereby dislodging itself from the leur-lock. As an experiment, we took a fresh microclave and attached the lr tubing to that cap. Again the tubing untwisted and popped itself off."